Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. It is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was allegedly defective, failed and "caused damage to her internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. It is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of ventralex mesh, patient was diagnosed with pain, adhesions and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain and adhesions as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, e3, f12, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was allegedly defective, failed and "caused damage to her internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia sac with umbilicus was dissected down to its fascial defect. The hernia sac was opened sharply. A medium size ventralex mesh was placed in the abdomen into the hernia defects and sutured.¿ (B)(6) 2012 - patient was diagnosed with large incisional hernia and pain thereby underwent repair with mesh removal. Per operative notes, ¿the adhesions underneath the wound between the mesh and the bowel were taken down first on the right side and then on the left side. The mesh had been removed bilaterally. Following the completion of 98% of the mesh, the remaining portions of the mesh which were stuck into the fascial tissues were excised.¿ attorney alleges that the patient had adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged that the patient was diagnosed with thrombocytopenia after implant surgery and also underwent an additional surgery to excise the necrosis of abdominal wall skin and subcutaneous fat.